Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during the rewind due to motor encoder signal being out of phase. Unable to confirm the e-70 error alarm due to overwritten history file. However, an a-47 alarm found in the alarm history due to corrupted history file. The device was received with scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed motor error when she was attempting to take insulin. The caller stated that she had an MRI while the device was in the room and alarmed another error. The blood glucose reading 174mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.